Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue caused by kinked tubing. The tubing was replaced and the unit returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.